Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm and occlusion alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 150-206 mg/dl. Lastly, it was reported that an occlusion alarm occurred. Customer declined to troubleshoot the occlusion with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.